Manufacturer narrative:
(B)(4). The field service engineer inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed all testing.

Event description:
It was reported that the ventilator had a blank display. There was no patient connected to the device at the time of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.